Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug-eluting stent was selected for use. However, the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm promus element drug-eluting stent was selected for use. However, the tip of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. The device was returned, and investigation was completed. The promus element, mr, ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 1-3 with stent struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge ID #g4958 and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 10:45 am CT. The report number is being corrected from: 2134265-2018-64596 to: 2134265-2018-63546.